Manufacturer narrative:
This report is for an unknown insertion instruments: connecting/coupling screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a supratellar technique procedure, after plating the nail and locking screws, the surgeon started to remove the insertion handle when the connecting screw became jammed. This occurred when trying to remove it from the nail. The nurse lifted the insertion handle and surgeon unscrewed the connection screw. Force was applied which caused a new fracture to the proximal tibia. The new proximal tibia fracture was plated with lcp proximal tibia medial plate. There was a surgical delay of one (1) hour reported. Concomitant: unk - nail insertion handles (part# unknown; lot# unknown; quantity: 1) this report is for one (1) unk - insertion instruments: connecting/coupling screw: trauma this is report 2 of 2 for (B)(4).